Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. Upon arrival, a field service engineer found that the screen was black, and the system had no power. Wall outlets were tested and found to have no power. The system was then plugged into a different outlet with power, and it functioned normally. Additionally, cables on auxiliary drawer 3.1 were reseated, as the drawer had recovered and failed when the system was powered back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5me1 had no power and would not turn on, with the screen and scanner also not functioning. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.